Event description:
It was reported that the patient presented for an implant procedure of a dual chamber pacemaker. During the procedure, the physician could not extend the screw in the header for the right ventricular port. He could not get the screw back and the lead out of the header. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of physician not able to tighten and loosen the v-setscrew to remove lead was confirmed. Analysis revealed that the user/physician was inserting the wrench into the v setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The a setscrew is also stripped. The problem was caused by incorrect use of the torque wrench by the user/physician